Event description:
The customer reported that while monitoring multiple telemetry patients, their exhibit central station (xcs) had been shutting down unexpectedly. A field service engineer (fse) went onsite to evaluate the reported system, but they were unable to verify the reported issue. The fse gathered the logs from the device and provided them to a product support specialist (pss) for further review. The pss evaluated the logs and were unable to find any indication of an unexpected shutdown in the logs. The customer was provided the information and confirmed that the reported issue had not occurred again since the initial alleged occurrence. The cause of the reported failure is unknown.